Event description:
Intermittently alarming power loss then alarmed power loss and shut down. Also, when turning on - vent appears to delay before starting up. No pt harm reported. Unit was on a/c power for about 5 hours prior to event. Pt placed on backup.